Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mmx2.75mm wolverine cutting balloon was selected for use. During the procedure, after reaching the lesion, it was noted that the balloon burst when applying pressure normally. The procedure was completed with another of the same device. No patient complications and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. No kinks or damages. A detailed microscopic examination of the balloon material identified a pinhole leak located at the proximal section of the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was soaked in the waterbath at 37 degrees. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was located at the proximal section of the balloon.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mmx2.75mm wolverine cutting balloon was selected for use. During the procedure, after reaching the lesion, it was noted that the balloon burst when applying pressure normally. The procedure was completed with another of the same device. No patient complications and the patient was stable post procedure.